Manufacturer narrative:
H6 adverse event problem codes, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)

Event description:
The patient underwent a lead repositioning surgery due to their lead moving in their neck near the incision site which is causing pain and discomfort. No other relevant information has been received to date.